Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant was not holding a charge and took a very long time to charge. The patient noted the first time she charged it took five hours to charge to 75% with six coupling bars which seemed very long to her. The patient stated she charged on (B)(6) 2016 and the next day the implant was very low. The patient explained she woke up feeling horrible the day of the report and checked her implant and was getting an icon showing that the implant was over discharged. The patient got six coupling bars but it takes a while to get those bars and she was not able to get eight bars. The patient¿s highest settings were noted to be 3.0v and she was not using high density yet. The indication for use was spinal pain.